Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient began to feel uneasy. The patient¿s cgm was reading 70 mg/dl, and the bg meter was reading 33 mg/dl. The patient called 911 and was transported to the emergency room (ER). At the ER, the patient¿s cgm was reading 73 mg/dl, and the bg meter was reading 39 mg/dl. The patient¿s cgm and tandem insulin pump were removed and the patient was treated with intravenous dextrose and (2) granola bars. About 45 minutes later, the patient¿s bg meter reading was 139 mg/dl. The patient was discharged after approximately 3.5 hours. The patient was ¿stable¿ but had dry mouth at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.